Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that on (B) (6) 2010 at 11:45am she obtained blood glucose readings of ¿324 and 247 mg/dl¿ with the subject meter, performed a few minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The patient mentioned to the cca that she manages her diabetes with insulin. It is not known if the patient made any changes to her usual diabetes regimen in response to the results obtained that morning. The patient claimed that at 12:30am (midnight), prior to the back to back meter comparison, she had woken up from her sleep sweating profusely; a symptom she associated with a low glucose. The patient stated that she immediately treated self with food and/or drink in response to the symptoms. The patient claimed she knew her blood sugar was low and therefore did not test at the onset of symptoms. The patient informed the cca that she felt the low symptoms may have been as a result of taking additional insulin based on a blood glucose reading she had obtained with the subject meter. It is not known what result was obtained prior to the onset of symptoms, or how much additional insulin the patient administered in response to that reading. At the time of troubleshooting, the cca noted that the patient did not have the correct control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B) (4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Reported by the customer as: pump heats up while in backpack to the point the formula warms up.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(4) the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed testing with no faults found. In addition, the retain test strips were tested and no faults were found. If any additional information is available, the FDA will be notified in a third follow up report. At this time, we consider this matter closed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 dissection tip conical tip detached. The cone tip was retrieved from the leg through the original incision. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.